Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having an overbite and worsening crooked teeth from the aligners after many of them broke. This has caused them to develop a lisp. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.